Manufacturer narrative:
Engineer evaluation of the returned device is pending. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision of acetabular liner approx 3.5 yrs post operatively. Reason for revision was not reported to the MFR.